Event description:
Customer reported with an issue with the a5 anesthesia delivery system, which may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and could not duplicated the reported problem. As a preventative measure, the system was calibrated and safety tested to factory's specs.